Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of air bubbles anomaly on the reservoir. The customer's blood glucose level was extremely high at the time of the incident. The customer reported air bubbles in the tubing and reservoir. The customer reported air bubbles to appear quite large. The product was not returned for analysis.